Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that hours after a laparoscopic colon resection where this device was used, the patient experienced significant blood loss of over 500cc¿s. The blood loss was from the mesentery, and because of the issue the patient was coded and resuscitated. An additional operation was required to address the issue. No issues had occurred during the initial procedure, and when it was completed the patient was in satisfactory condition.